Manufacturer narrative:
Patient information was not provided. The bec application specialist confirmed the reported failure and recommended the instrument to be serviced. Field service engineer (fse) replaced multiple parts while troubleshooting but did not resolve the reported issue. Multiple verification testing was performed on the instrument, and the instrument, the reagents, and the instrument software were found to be performing as expected. The customer runs the instrument with custom settings and does not standardize the instrument and or follow the quality process provided in the instruction for use manual pn 773231ag. According that the field application specialist on the case, the reported failure was likely due to a user error. A malfunction of the instrument was no identified. The gallios is a research use only instrument. However, the navios flow-cytometer is a similar invitro diagnostics use (ivd) instrument which could experience the same issue. Bec internal identifier - case-(B)(4).

Event description:
The customer reported that the gallios generated false positive results on two panels. Erroneous results were generated but not reported outside of the lab. There was no death, injury or change to patient treatment. The gallios is a research use only instrument.